Event description:
The coils would not enter the hub of the microcatheter. Other coils were used instead, and the patient underwent successful and uncomplicated stent assisted coil embolization of a basilar tip saccular aneurysm.